Event description:
It was reported the patient experienced a ¿sensitive and extremely painful¿ implantable neurostimulator (ins) pocket site. It was stated the patient¿s physician ¿wanted to revise and planned on moving (the ins) to the other side¿ of the patient¿s body. It was noted the patient had lost a lot of weight. Additional information has been requested. A supplemental report will be filed if additional information becomes available. Please see MFR. Report # 3004209178-2013-10611 for information on an earlier revision of this ins's pocket site.

Manufacturer narrative:
Product ID 3487a-33, lot# v015855, implanted: 2007-(B)(6), product type lead product ID 3487a-33, lot# v007997, implanted: 2007-(B)(6), product type lead product ID 748951, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 748951, serial# (B)(4), implanted: 2006 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pocket site was very painful when the patient touched the pocket site or moved their body.